Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with tricuspid valve regurgitation. It was decided to extract the lead and implant a left ventricular lead through the coronary sinus. The lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.